Event description:
Meter name: one touch basic enhanced, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: feeling dizzy, nervous and weak. A patient reported they were stopped testing. Their meter allegedly was inaccurately erratic. The result on their meter was not disclosed. No blood glucose tests reported, no comparisons reported. No treatment reported.